Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 220 mg/dl. The customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
D9 returned to mfg: yes, date returned: 10/19/22, h3: device evaluated by mfg: yes, reason for non-evaluation: blank, uncheck not returned to mfg, remove investigation finding code: 3217.